Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had anemia, swelling in the right hip and thigh requiring admission. No further information is available.